Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented remotely via merlin.net transmission. Review of egms showed ventricular undersensing due to loss of electrode contact. A noise was also observed. The maximum sensitivity was set to 0.05mv. Increasing the sensitivity was also suggested to resolve the noise activity behavior. Patient had not been called and symptoms were unknown. Patient will be monitored in the clinic.